Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced plaintiff allegedly experienced folded mesh, hard balled mesh, recurrent hernia, sutures and pain. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Event description:
Based on the review of the medical records this mesh was not an implanted device.

Manufacturer narrative:
Based on the review of the medical records this mesh was not an implanted device.